Event description:
It was reported that during a colonoscopy procedure, the patient's colon was perforated. The perforated area was clipped. The patient was then sent to recovery room for monitoring and was discharged. The customer reported that it felt like there was some kind of burr on the distal end that may have contributed to the issue. There were no further reports of patient harm.

Event description:
This supplemental report is being submitted to correct health effect - clinical code. Field f10 was inadvertently marked as e2403 instead of e1006.